Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon remote transmission, the right ventricular lead exhibited noise and high impedance. The patient was asymptomatic. No further information was available.